Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the infusion set cannulas had been bending and that the blood glucose ran over 600 mg/dl due to the issue. The customer was able to change the set and treat with the insulin pump and declined troubleshooting for high blood glucose. She was advised on insertion to avoid bent cannulas. The insulin pump was not replaced or returned for analysis.